Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had storage space failure in main tower. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4.1 and 4.2 were failed. The field service engineer (fse) inspected and found that there was no power to the drawer. A short circuit was suspected in the drawer printed circuit board assembly (pcba) communication and controller boards. The fse replaced the main hh drawer pcba, both retractors, and both drawer controller board. The fse performed multiple tests using the hardware test application to verify drawer functionality. The pharmacy technician conducted a complete inventory count on both drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had storage space failure in main tower. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.